Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up the pacing thresholds had increased, and the pace impedance measurements had risen when it comes to this right ventricular (rv) lead. The patient was going to be monitored. The most recent information noted that this patient was seen, and the pace impedance measurements had been out of range since the last visit in (B)(6) 2019. The physician as well as boston scientific technical services (ts) believed that this was likely due to patient factors such as maturation. The patient will be monitored remotely and will be seen in three months. The values for the daily impedance trend was increased. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow up the pacing thresholds had increased, and the pace impedance measurements had risen when it comes to this right ventricular (rv) lead. The patient was going to be monitored. The most recent information noted that this patient was seen, and the pace impedance measurements had been out of range since the last visit in january 2019. The physician as well as boston scientific technical services (ts) believed that this was likely due to patient factors such as maturation. The patient will be monitored remotely and will be seen in three months. The values for the daily impedance trend was increased. Additional information noted that eighteen months ago the patient was transferred from one hospital in sydney to another hospital in brisbane and at that time loss of capture was noted and an x-ray showed that the helix was not deployed. A boston scientific representative noted that the helix of the lead had not been deployed since the initial implant resulting in the subsequent issues seen. Most recently this patient had presented to the hospital due to complete heart block and a possible lead revision was discussed. A revision took place, and this lead was replaced and will not be returned as it was retained at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up the pacing thresholds had increased, and the pace impedance measurements had risen when it comes to this right ventricular (rv) lead. The patient was going to be monitored. The most recent information noted that this patient was seen, and the pace impedance measurements had been out of range since the last visit in (B)(6) 2019. The physician as well as boston scientific technical services (ts) believed that this was likely due to patient factors such as maturation. The patient will be monitored remotely and will be seen in three months. The values for the daily impedance trend was increased. Additional information noted that eighteen months ago the patient was transferred from one hospital to another hospital and at that time loss of capture was noted and an x-ray showed that the helix was not deployed. Most recently this patient had presented to the hospital due to complete heart block and a possible lead revision was discussed. A revision took place, and this lead was replaced and will not be returned as it was retained at the hospital. No additional adverse patient effects were reported. The boston scientific representative clarified and noted that eighteen months ago there was no reported loss of capture associated with the high pacing thresholds.